Manufacturer narrative:
Updated fields - b4, g1, g6, h1, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. It was reported that during the inspection, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure, which was determined to be a problem with the safety disk, and it was recommended to replace it. There was no patient involvement. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the inspection, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure. There was no patient involvement reported.